Manufacturer narrative:
(B)(6). Occupation: non-healthcare professional. Investigation: filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Rpn/lot is unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
It is alleged that "patient received a cook celect filter. Patient is alleging perforation of organ. Hospital and medical records have not been provided."

Manufacturer narrative:
The following fields were updated per additional information received: a4, b5, b6, b7, d1, d4, g4, h4, h6. Investigation the following allegations have been investigated: vena cava perforation, anxiety, worry, fear, limited activity. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding vena cava perforation does not change the previous investigation results for organ perforation. Unknown if the reported anxiety, worry, fear, limited activity is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6)2014 via left common femoral vein due to pulmonary embolism. The patient alleges vena cava perforation and perforation abutting other structures. The patient further alleges anxiety, worry, perforation abutting aorta, fear, and limited activity. (B)(6)2020, per a report from computed tomography; ¿caval perforation: yes. 11 o¿clock 6.30 mm grade 2. 1 o¿clock 7.60 mm grade 2. 2 o¿clock 6.60 mm grade 3 extending to the periphery of the abdominal aorta. 10 o¿clock 3.40 mm grade 2. 10.30 o¿clock 5.70 mm grade 2. 1:30 o¿clock 12:30 o¿clock 8.60 mm grade 2. 10:30 o¿clock 8.80 mm grade 2. 8:30 o¿clock 4.60 mm grade 2.¿